Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was chosen for implant using a 14f amulet delivery sheath. After the implant, it was noted that the device migrated in the patient's body. The patient was then transferred to the surgery département of another hospital. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
It was repoprted that on (B)(6) 2025, a 28mm amplatzer amulet was chosen for implant using a 14f amulet delivery sheath. Pre-implant landing zone measurements were 20/21 mm at 45° and 22/23 mm at 130°, and device sizing was determined with a sizing card. Transesophageal ultrasound was used as the imaging modality during the procedure. After deployment, the device exhibited a barrel shape, a tension test was performed twice, the close criteria were satisfied, there was no rhythm change, no leak was detected around the lobe, no fluid was administered, and therefore left atrial pressure was not re-measured after fluids. Subsequently, it was noted that the device migrated; migration was identified on transesophageal ultrasound, the device was completely dislodged from the implant site, and the implanter did not know the cause of the embolization/migration. Surgical intervention was performed to address the migration, and the patient was transferred to the surgery department of another hospital. The patient remained hemodynamically stable throughout the procedure, with no clinically significant procedural delay and no adverse patient effects.

Manufacturer narrative:
An event of device embolization was reported. The occluder device was returned to abbott and the device met dimensional specification when analyzed. Two transesophageal echocardiography (tee) images of the implanted device were provided and reviewed. The images showed the device still positioned within the appendage prior to migration. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received and cine review, the cause of the reported device embolization could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstance as the migrated device was surgically removed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.